Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed intermittent contrast button response, contamination under all button contacts, a battery compartment crack, and a fading display screen . This report is made based on the results of an investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2012 with the following findings: the keypad was intact and when removed, contamination was found under all contacts. There was a crack in the battery compartment. Unrelated to the complaint, the display is dim/fading. When replaced with a test screen , it functioned properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release